Event description:
It was reported in clinic notes that the patient started having seizures again (two since her last visit). The patient's vns was reportedly "stable" prior to the seizures, and the patient could no longer feel the magnet working. The lead integrity was reportedly intact. The battery was not at end of service, but the physician noted "ifi issues, likely with battery near end of service." No surgery has occurred to date.

Event description:
The increased seizures were believed to be related to the ifi status of the device. The most recent diagnostics were within normal limits. The increased seizures were below the patient's pre-vns baseline, and she had also been experiencing sleep deprivation/insomnia that could have contributed to increased seizures. The patient had generator replacement surgery. No product return is necessary as the device was confirmed to be functioning properly. No further relevant information has been received to date.